Manufacturer narrative:
Product ID: 3987a60, lot# n299111, implanted: (B)(6) 2012, product type: lead. Product ID: 3987a60, lot# n299111, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device became infected and was removed (B)(6) 2014. It was reported that the patient received assistance from the healthcare professional (hcp) or manufacturer representative and their concerns were resolved. It was noted that the patient had several reprogramming dates all helped the quality of stimulation. Additional information was requested but was not available at the date of this report.